Event description:
It was reported by service report that the motion pan was hanging down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan.